Event description:
It was reported in a service report that the scale, side rail glide bushings, and the fowler bronze bushings failed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale had to be zeroed. Siderail and fowler bushings had to be replaced.